Manufacturer narrative:
The complaint record stated that the infusion pump finished medication 2 hours faster than scheduled to finish. -visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. -no event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Corrected information can be found in e4 and g2.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 and involved a plum 360 infusion pump. It was reported the infusion pump finished medication 2 hours faster than scheduled to finish. Event occurred in the outpatient treatment facility. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device is not available for evaluation. Investigation sign off is pending.